Event description:
It was reported that there was a gradual decline in r wave amplitude. No evidence of noise with pocket stimulation or isometric movements. Device was reprogrammed. The following week on (B)(6) 2017, the device was explanted and lead was capped. The patient was stable at all times with no adverse consequences noted.

Manufacturer narrative:
A partial lead with distal tip measuring 15.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.